Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: it was initially reported that the device would be returned for evaluation. Subsequently, it was reported that the device was discarded and is not returning.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers. (B)(4).

Event description:
User facility medwatch report (# (B)(4)) received that states: "describe event or problem: 6fr perclose proglide devices ref#12673-03 x 3 failed in the delivery attempt. What was the original intended procedure? Fevar. What problem did the user have: device failed ". Subsequently, the reporter was contacted and reported that puncture closure of an unspecified vessel was attempted using three proglide devices using the pre-close technique prior to a fenestrated endovascular aortic repair (fevar) interventional procedure. Reportedly, "the proglides failed during the delivery attempt". The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.